Event description:
A triple channel colleague infusion pump was being utilized to administer medications and IV fluids. The pump alarmed, and the display screen on the infusion pump said to reset, but the pump would not reset. It appeared to be frozen. All three channels were inoperable, and another pump had to be utilized to continue the therapies. The pump was sent to baxter for repair. There were no adverse patient outcomes.